Event description:
On (B)(6) 2010, pt reported the down button of the infusion device was defective. This was noticed around 12 a.m. On day of report when pt tried to view bolus history. Pt has used this infusion device for 3 years. Infusion device was replaced and requested for evaluation. No physiological effects were reported. The pt did not require treatment from a healthcare professional or second party to address the issue.